Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024.

Event description:
It was reported that the patients superion indirect decompression (ID) spacer did not provide any pain relief. The patient underwent a procedure wherein the ID spacer was removed from lumbar three-four vertebrae. Physical analysis of the ID spacer was not performed as it was retained by the facility. The patient did well post-operatively.